Event description:
It was reported that during a laparoscopic low anterior resection procedure, the doctor felt that the trigger was harder to grasp than usual from the beginning. And the trigger did not return to the home position and remained closed at about the tenth firing. Another device was used to complete the procedure.

Event description:
It was reported that during an open prostatectomy procedure, the blade broke off during use. Error 5 was displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient. Since the broken piece was retrieved, no piece was left inside the patient's body.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade